Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent hardware removal for pedicle screws. During the surgery, the tip of the driver twisted and sheared off. The product came in contact with the patient. There were no fragments of the broken instrument remaining in the patient. No patient complications were reported as a result of this event.